Manufacturer narrative:
Submit date:11/23/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10-26-2016 that a customer had an issue with a light glove. Customer reports: torn light handle cover.